Event description:
Complainant alleged that during the monitoring of a pt (age and gender unknown) with the device in semi-automatic mode, the device gave a "no shock advised" message to a shockable pt heart rhythm. The medics then put the device into manual override and shocked the pt. The pt subsequently expired, but the complainant indicated that rptr did not believe that the pt outcome was as a result of the reported malfunction.